Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found the pitch cable crimp was dislodged from the proximal clevis hole, leading to loss of instrument function. The crimp, intended to secure the pitch control cable, was found to have slid out from the proximal clevis hole. The detached crimp is captured within the proximal clevis hole, causing the cable to appear broken, though it remains intact. The root cause of this failure is attributed to component failure.

Event description:
Refer to h11 for follow-up information.